Event description:
A remstar device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician noted dust fail contamination and error code e063 (err_stuck_knob_key) present. The device was scrapped by the service center after the evaluation was completed.